Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl between 36 and 48 hours of wearing the pod. The reporter stated sugars were high all day and not coming down after several corrections. During dinner the patient felt weird under the adhesive patch, it was starting to loosen near the cannula. The pod was removed from their leg, and a new pod was applied. The patient¿s bg levels corrected in a few hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.